Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient remains non-compliant as the patient is not willing to follow up with the physician nor will the patient visit the hospital for their routine checkup. At the time of this report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made mistake and did not wear mask. On an unknown date the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. It was reported that the patient was not willing for further treatment. No additional information). Dianeal therapy was ongoing. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.